Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the infusion set and cartridge to resolve the occlusion. Contact could not recall if blood glucose was impacted.